Manufacturer narrative:
Additional information: h6 (update codes). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had three lines running into a manifold / three way stopcock, each on separate pumps and propofol backed up into the norepinephrine line. The manifold /stopcock was on a peripheral line of normal saline (ns) and was connected to vasopressor at 12ml per hour, propofol at 28ml/ hr and norepinephrine at 3.5ml/hr respectively. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the UDI could not be provided as the product code, lot number and expiration date UDI are unknown. Should additional relevant information become available, a supplemental report will be submitted.